Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device upgrade procedure when the implanted right ventricular (rv) lead was connected to the lv (left ventricular) port of the new device the threshold of rv in integrated-bipolar configuration shifted from an initial threshold of 1 ,75 v @ 0,4ms to 2,75 v @ 0,4ms. Measurements were also done with the analyzer, that confirmed the higher threshold. Additionally, there was low rv coil impedance at replacement, as the rv lead coil impedance decreased from 66 ohm to 35 ohm and the integrated bipolar configuration impedance decreased from 450 ohm to 380 ohm. The rv lead was capped and replaced with a new lead in the rv septum. No patient complications have been reported as a result of this event.